Event description:
The hearing aid (h/a) dispenser reported that the hearing aid user had worn hearing aids for several years with no adverse events. The user's device was sent for repair for intermittent operation. The repair solution required a smaller vent for reliable operation. After the smaller vent was installed, the user developed an ear infection. The infection was treated by the user's physician.